Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in internal hemorrhoids during an internal hemorrhoid ligation procedure performed on (B)(6) 2025 for the treatment of hematochezia. During the procedure, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the device was returned without the ligator housing. The trip wire was secured into the handle slot. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Since the ligator housing was not returned, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in internal hemorrhoids during an internal hemorrhoid ligation procedure performed on (B)(6) 2025 for the treatment of hematochezia. During the procedure, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.